Event description:
It was reported that the right ventricular (rv) lead was exhibiting loss of capture. Technical services (ts) confirmed the loss of capture on the presenting rhythm. A manual test was performed and indicated the thresholds were 7.5v. Physician follow up was recommended as it was suspected that this was associated with acute dislodgement on a recent implant. The patient was scheduled for a lead revision. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient underwent a successful rv revision. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead remains in service.